Event description:
The complainant reported that 58-year-old male patient on impella cp support had limb ischemia. There were no lasting effects. Additional information was received indicating that there was an intervention applied to treat. The patient was placed on bypass and was noted to have recovered.

Manufacturer narrative:
The investigation has been completed. No product was returned for investigation. The root cause of the limb ischemia was most likely patient condition. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.